Manufacturer narrative:
The company rep evaluated the unit and found spo2 error messages. Corrections include replacement of the spo2 pcb board. The unit was tested to factory's specification. It functioned normally and was returned to use.

Event description:
The customer reported spo2 monitoring on the passport 2 monitor worked intermittently. No pt injury was reported.